Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 previous episodes of post-paced t-wave oversensing on their implantable cardioverter defibrillator that was first noted (B)(6) 2020. Programming changes were made during the in-clinic visit. The patient was stable throughout.